Manufacturer narrative:
Investigation summary: unconfirmed, no sample provided. Based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer but not correlate this symptom with a potential cause linked to bd process. A full root cause analysis could not be conducted with the available information and is closed without a conclusion. Until samples are available no further investigation will be carried out. The samples were checked at the customer site and no abnormalities were detected. Batch record review: the affected batch was manufactured by a supplier therefore, there is no batch record available for review by the bd team leader. The batch release documentation was checked and the bach was released according to the supplier agreements and met the acceptance criteria when shipped. (B)(6).

Event description:
It was reported that bd ultrasafe¿ plus x100l had a loose plunger. There was no report of exposure, injury, or medical intervention.